Manufacturer narrative:
(B)(4): wedge band bypass. The analysis results found that the tsw35 device was returned in good visual condition, a cartridge was returned with a wedge band bypass as the left side was partially fired 1/2 and the right side was fully fired. The cartridge deck and the cartridge sled were found damaged. The damaged found on the cartridge deck and sled is consistent with damage caused when the device is clamped over a hard object. When this happens, the cartridge gets indented, therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced, the wedge band will bypass the sled. If resistance is felt, stop and replace the cartridge. In addition, the cartridge lockout was found damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without difficulties. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic oophorectomy, on the third firing, the device could not open when the surgeon fired it. The tech squeezed the closing trigger until it clicked and was able to remove the device. This was the last firing of the procedure. No adverse consequences reported.